Event description:
Customer reported that she had high blood glucose of 198 mg/dl and that her insulin pump drive support cap is flushed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube and corroded battery cap. Drive support disk was inspected and no anomaly was noted. The insulin pump received with cracked case display window corner and cracked reservoir tube lip.